Event description:
Account experiencing discrepant results for sodium and or potassium since 2008. The following 4 pt samples were provided; pt 1, in 2008, initial sodium result gave 114.5 meq/l; repeated twice gave 138.8 meq/l. Pt 2, in 2008, initial sodium result gave 111.8 meq/l; repeat gave 129.7 meq/l. Pt 3, in 2008, initial potassium gave 5.2 meq/l; repeated twice gave 4.0 meq/l each time. Pt 4, in 2008, initial sodium gave 121.2 meq/l; repeat gave 137.3 meq/l. Erroneous results were not reported. If additional information is received, appropriate notification will be provided.